Manufacturer narrative:
The complaint was confirmed, but the exact mechanism of damage is unk. One 5 fr d/l poly radpicc was returned for evaluation. There was an apparent break in the d/l tubing 7.1 inches from the bifurcation (near the 17cm depth mark) and the distal segment of the d/l tubing was not returned for evaluation. The surface of the break was rough and jagged. The distal 6 inches of the retuned d/l catheter exhibited plastic deformation. It appears that the material had melted or become soft, runny, and fluid-like. It is unk if the catheter was subject to a harsh chemical. The catheter was in place for approximately 2 weeks before the malfunction was detected, which indicates that the product was damaged after placement. No defects related to the manufacturing process were found on the complaint sample. The exact cause of the break is unk. A chr was not completed since the lot information was not provided by the complainant.

Event description:
The patient went into cardiopulmonary arrest and advanced cardiac life support (acls) was initiated. During the code, it was suspected that the PICC line became infiltrated. After the code, the PICC line was removed, and it was noted that the line was broken.